Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Patient reported that they had been drinking a lot of water due to taking an antibiotic for their bladder infection. No further complications reported/anticipated.